Event description:
Boston scientific received information that during an external long term electrocardiogram, three seconds of pacing inhibition was noted. During this episode, the patient experienced dizziness. All measurements were within normal parameters. The device memory did not have any episodes that revealed oversensing. Additionally, oversensing could not be induced. The device was programmed to bipolar configuration and the security shift feature for stimulation configuration was activated. The patient was then sent home. No additionally adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.